Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was accidentally stepped on by a family member, resulting in a cracked screen and an unresponsive touchscreen, consistent with external physical damage to the display assembly. Symptoms included no adverse clinical effects. Outcomes included no interruption requiring medical care and no alarms. Investigation included a review of the user¿s report and troubleshooting education provided by support. Investigation of this case revealed damage consistent with impact to the device housing and screen, causing loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.